Event description:
It was reported that proximal misdrilling occurred during surgery.

Manufacturer narrative:
Evaluation summary: referring to the manufacturing documents no deviations were found. The device was documented as faultless prior to distribution and as it had been in use for a approx. 2,5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. No damage at the device was found. The metal nail reception is faultless. Nevertheless, a simulation of the pre-operative function test (as required per IFU) performed on the returned item with sample devices revealed that function is fully given. The drill passed the corresponding (proximal) drill holes without contact to the nail. The cause of the reported event can only be found in intra-operative procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that proximal misdrilling occurred during surgery.